Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h.10.

Event description:
It was reported that the bd micro-fine¿+ pen needle was blocked during use. The following information was provided by the initial reporter, translated from chinese: "the exhaust of disposable needles cannot be completely discharged, resulting in blockage during use".

Event description:
It was reported that the bd micro-fine¿+ pen needle was blocked during use. The following information was provided by the initial reporter, translated from chinese: "the exhaust of disposable needles cannot be completely discharged, resulting in blockage during use.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.